Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, self-test and unexpected tests. No unexpected alarms noted. However, error alarm found in alarm history screen. The insulin pump alarmed due to corrupted history file. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube.

Event description:
The customer called and reported the insulin pump alarmed with multiple messages, including unexpected restart. Customer's blood glucose was 63 mg/dl. The customer had received 9 displayable history check failure alarms, which occurred during normal use. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.